Event description:
It was reported that the patient never had therapeutic effect. The battery never really worked right. The patient had it reprogrammed and it never took a complete charge so eventually it died. The battery died about two years ago. It was noted that there were problems since implant. It was noted that they tried to do a reset and it did not work. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).